Event description:
It was reported that an error message appeared on the panel of the unit and it did not work. It was further reported that this happened before the surgery began.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.